Manufacturer narrative:
Per customer, qc prior to the event had been within lab established ranges. However, qa review showed high fliers on the low level of qc. Within 2 hours of running the redrawn sample, the instrument began giving motion errors. Subsequent calibration failed with an error of "motion error" or "not accepted". A field service engineer (fse) was dispatched: the fse found bent wash vacuum probes and sample probe carryover issues. The fse replaced the probes. Precision and qc was acceptable after parts replacement. Patient treatment was not affected in this event. Upon recur, hardware failure could have an effect on any cartridge chemistry. False cartridge chemistry results could cause/contribute to serious injury.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high acetaminophen (actm) result generated by the unicel dxc 600 pro synchron clinical systems for one patient sample. The result was reported out of the lab. The patient was held in the ER and redrawn 2 hours later. The patient was not treated based upon the false high result.